Event description:
It was reported to nova biomedical that a consumer received a result of 500 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 444 mg/dl. The consumer administered 8 units of insulin based on the results and subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, the consumer's spouse alleges having control tested the test strips when they were opened and at the test strips control solution fell into range. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.